Event description:
Additional information was received that the revision surgery was happened on 30th of march. The patient is ok. The hospital refused return the product in local rules.

Manufacturer narrative:
B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having combined interb ody fusion (corporodesis) at th1 - l3-l4 levels. It was reported that the implanted rod was found to be broken. The patient experienced back pain. The device remains implanted and continues to be in service. Additional information was received from the manufacturer representative that the doctor planned for a new operation in the middle of (B)(6) 2026.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. B2: outcome attributed to adverse event is doctor planned for a new operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.